Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system could not start up. Upon troubleshooting, the fse found power supply failure due to defective f11 fuse in the m-cabinet. To resolve the issue, the fse replaced fuse f11 and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.